Event description:
It was reported that in (B)(6) 2015, the right ventricular (rv) lead was reprogrammed due to high thresholds and high impedance. In (B)(6) 2016 the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.